Event description:
Wheelchair bound outpatient was brought to MRI (magnetic resonance imaging) scanner for a study. The pt was asked the standard screening questions for ferromagnetic materials, including whether the wheelchair was magnetic. The MRI tech used a small magnet to verify that exposed surfaces of the wheelchair were non-magnetic. As the pt was moved into the MRI treatment room, one of the removable arms of the wheelchair became attracted to the magnet and detached itself from the wheelchair. The arm flew across the room and lodged itself to the table control assembly. The pt and staff memeber were not injured by the flying object. Several staff members foreceably removed the wheelchair arm without incident, and the MRI magnet area was fortunately undamaged. It was determined that although the external surfaces of the wheelchair appeared non-magnetic, there were steel screws used to secure the arm to the chair which were magnetic. No details of the make and model of the pt owned wheelchair are available. No claim was made that the wheelchair was an MRI compatible unit, only that it appeared non-magnetic to a simple "magnet test". In this instance a pt or staff member could have been seriously hurt if they were in the path of the magnetic object.